Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient in response to follow-up reported that it was not the stimulator but it was from the staples. The patient took a medication and the staples were removed to address the event. Five and a half were stated to have been removed and the patient was doing very well.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported she had a burning and stinging and lots of itches where the incision was on the spine. It was noted the patient had a rash at her last visit. Where the battery was, it burned. The patient became sick a few times on the day of the report and the day prior to the report and was not able to get out of bed that much. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.